Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited far r wave oversensing. No intervention was performed. The patient was stable throughout.

Manufacturer narrative:
UDI is not available as product information was not provided.